Event description:
The customer called to report that he was hospitalized twice for low blood glucose levels. At the time of the call, the customer was experiencing high blood glucose levels with a reading of 435 mg/dl. Prior to the most recent event, the customer ate his lunch, treated and experienced a reaction shortly after that. Troubleshooting was performed and the insulin pump was programmed correctly. The customer mentioned that his doctor advised him to lower his basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.